Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a single, transient increase in power was noted on day 799 that did not appear to be related to the confirmed driveline damage. A specific cause for this elevation could not conclusively be determined through this evaluation. Evaluation of the returned product confirmed damage to the insulation of the red wire. If the exposed conductors of the red wire contacted the metal braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the pump stop and alarms that were confirmed through the submitted log file. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. A distal portion of the driveline measuring approximately 37.5¿ with the controller connector was also returned. The inlet tube and proximal half of the sealed inflow conduit flex section were returned detached, and the distal half of the flex section and the inlet elbow were returned attached to the inlet port. The outflow elbow and sealed outflow graft were returned attached to the pump¿s outlet port, but the sealed outflow graft bend relief and sealed outflow graft bend relief collar were returned separately. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. The jacket of the driveline was unremarkable. Electrical continuity testing of both driveline segments found all wires to be electrically intact. Upon disassembly of the driveline, visual inspection of the underlying wires did not confirm any breaches. Therefore, the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. A breach in the insulation of the red wire of the controller connector segment was discovered at approximately 2¿ from the proximal/severed end of the driveline. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue due to repetitive flexing of the driveline. The submitted log file contained data from day 789, hour 15, minute 58 to day 801, hour 23, minute 17. A pump stoppage event was noted on day 801 with corresponding advisory and hazard alarms for low speed and low flow. This event occurred on the power module and is consistent with the confirmed driveline damage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms, provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that there was no imaging provided and imaging was not used for diagnosis of driveline fracture. It was noted that the patient was not symptomatic and it was suggested for the patient to remain on battery power for patient safety. The pump was exchanged to another manufacturer's device on (B)(6) 2021 to reduce surgical risks from multiple thoracotomies. The device operated as intended since it alarmed properly, but the suspected driveline fracture caused the pump stops.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had hazard alerts from system controller. In the emergency outpatient department, the system monitor showed ¿pump off¿, ¿low speed operation¿ and ¿low flow alarm¿. The clinicians were worried about if driveline fatigue had happened. Log file analysis showed three pump stops, and one low speed advisory on (B)(6) 2021 at 1:36 am as mentioned. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module